Event description:
A healthcare provider (hcp) reported the following impedance values. C0 - 2168, c3 - 3429, 03 - 4177. MRI compatibility guidelines were requested in relation to the high impedances, and they decided to proceed with the MRI. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.